Manufacturer narrative:
Continuation of d11: product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2012, product type: lead; product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2012, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated the eos was normal and expected. Surgery has not been scheduled yet but will occur due to eos and possible out of range impedances if needed. System to be returned at time of explant.

Event description:
The rep reported that the eos was normal. The rep was unaware when the patient first noticed the eos. Surgery had not been scheduled yet but would occur because of eos and possible out of range impedances if needed. The rep only performed an impedance check in regards to tests/diagnostics done.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45 lot# serial# (B)(6), implanted: (B)(6) 2012 , product type lead product ID 3777-45 serial# (B)(6), implanted: (B)(6) 2012, product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3777-45 lot# serial# (B)(6) implanted: (B)(6) 2012 product type lead product ID 3777-45 lot# serial# (B)(6) implanted: (B)(6) 2012 product type lead product ID 3777-45 lot# serial# (B)(6) implanted: (B)(6) 2012 product type lead product ID 3777-45 lot# serial# (B)(6) implanted: (B)(6) 2012 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the leads will be explanted on (B)(4). They stated that the leads will be returned after the procedure unless the customer discards them.

Manufacturer narrative:
Continuation of d10: product ID: 3777-45, serial#: (B)(6), implanted: (B)(6) 2012, product type: lead; product ID: 3777-45, serial#: (B)(6), implanted: (B)(6) 2012, product type: lead; product ID: 3777-45, serial#: (B)(6), implanted: (B)(6) 2012, product type: lead; product ID: 3777-45, serial#: (B)(6), implanted: (B)(6) 2012, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient and the rep indicated that the leads are barely operational as only for contact points are working out of the 16. Patient is being monitored for recovery after ipg replacement, and will be scheduled for a lead replacement within the next few weeks. Entire right lead is not functioning. These leads are her original leads from over 10 years ago. The reason the leads were not replaced at the time of the ipg replacement is because the insurance had not approved lead replacement authorization. Upon testing the connectivity in impedance checks, it was noted only four contact points were working. Also it is noted in our notes that the patient had a fall at some point within the last year, the exact date is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the rep checked impedances and all contacts were out of the normal range. The patient informed the rep they had a fall about six months prior. The rep also noted that the ins had reached end of service (eos). The patient would be referred to their implanting surgeon to discuss replacement of the leads at the same time the ins will be replaced.